Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the imaging system would not power on. The din rail fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of the site that the imaging system's fuses were open. No further details regarding the issue were provided. There was no patient present when this issue was identified.